Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was implanted. The patient has experienced excruciating pain, especially in the groin, pelvic and abdominal areas. The patient¿s pain began after loss of balance. The patient is also experiencing ongoing constipation which makes abdominal pain worse due to swelling. The patient has been diagnosed with m/ecfs, fibromyalgia and potential nerve damage. The patient reports that she cannot sit at all as severe pain in left buttock, where groin pain is worse, and cannot stand longer than two minutes before having to lay down. The mesh is still implanted, but the patient is waiting for removal.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.